Event description:
The customer observed falsely reactive alinity I anti-hbc ii results for one patient sample. Sid (B)(6) primary tube initial result = 2.48 s/co, after recentrifugation and aliquoted to two new tubes with sid (B)(6) result = 0.58 s/co and sid (B)(6) result = 2.32 s/co confirmed non-reactive on liaison method. Additionally, the customer mentioned for possible carryover the previous aspirated sample with sid (B)(6) result was 0.18 s/co anti-hbc negative, the customer added they are not questioning sid (B)(6) as incorrect. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative inspected the module, performed troubleshooting, and determined the dirty valve, wash cup, all positions the likely cause. The part was cleaned, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer were reviewed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this ticket. Additionally review of complaint and trending data associated with the valve, wash cup, all positions did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive alinity I anti-hbc ii results for one patient sample. Sid (B)(6) primary tube initial result = 2.48 s/co, after recentrifugation and aliquoted to two new tubes with sid (B)(6) result = 0.58 s/co and sid (B)(6) result = 2.32 s/co confirmed non-reactive on liaison method additionally, the customer mentioned for possible carryover the previous aspirated sample with sid (B)(6) result was 0.18 s/co anti-hbc negative, the customer added they are not questioning sid (B)(6) as incorrect. No impact to patient management was reported.